Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified proximal right common iliac artery. During advancement, a 10x39mm omnilink 35 balloon-expanding stent delivery system met resistance with a long 6fr non-abbott sheath and became stuck. The omnilink and 6fr sheath were simply removed. The unspecified guide wire was able to be kept in place so access would not be lost, and a new sheath and stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. A dimensional inspection was not performed due to the returned condition of the device and introducer sheath. The reported difficulty to position and remove were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation was unable to determine conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.